Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. D4 batch # unk. B3: only event year known: 2023. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 1. Could you please clarify when the issue was found (pre-op/intra-op/post-op/procedure date)? Event was reported to me on 12/20/23. 2. Please provide device details (product code/lot#/batch#) not available. 3. Please provide more details of the device malfunction. It was reported to me that surgeon reported that patient ended up in e.r. At a different hospital and that follow up surgery resulted in a colostomy for the patient. 4. Was the firing sequence started but not completed? If yes: don't know. 5. Did the device deliver any staples? Don't know. 6. Did the device have staple line issues? Malforms, missing staples, no staples etc? Don't know. 7. Was the backlight lit? Don't know. 8. Was the breakaway washer completely cut? Don't know. 9. Were there two complete tissue donuts? Don't know. 10. Was it a partial cut? If so what was cut partially, washer or tissue? Don't know. 11. If yes/no, was there any issue with the cut don't know. 12. How was the procedure completed? Patient needed follow up surgery and ended up with colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What was the product code? How many days post op did the patient end up in the ER? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the facility experienced an unknown issue with a circular stapler.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. Additional information recieved: in conversations with the surgeon they came to understand that what happened was after they fired the stapler and they got the green check mark they rotated it two full turns, attempted to remove it and had difficulty removing it. The surgeon went down himself because it was an rfa that fired. He does not recall if he did more turns or not. They were able to remove it but then they noticed that the anvil was not attached to the device. Then what he did was he created a proximal otomy removed the anvil head from the bowel, the lumen of the bowel. Sutured that closed. And completed the procedure. With out any adverse event. Leak tests were performed and passed. The patient recovered without incident after that. The additional information was requested and the following was obtained: was a leak test performed? Yes if so, what type and what was the result? Air via rectal probe and it was normal was the staple line visualized endoscopically during the initial surgical procedure? Yes, all normal how many days postoperative did the leak occur? Approx 2 weeks how was the leak identified? Partient presented to ER at a different hospital what was observed at the site of the leak upon reoperation? How was the leak addressed? Different surgeon at a different hospital performed a colostomy were there any issues experienced with the device in the initial surgical procedure? No does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Patient was average build and stature but was a smoker and also had alcohol related issues. Surgeon feels these factors contributed to issue and doesn¿t necessarily blame the stapler. What was the product code? How many days post op did the patient end up in the ER? Approx 2 weeks.